Manufacturer narrative:
(B)(4). The customer biomedical engineer called covidien to report that the respiratory therapy department asked him to cancel the complaint because, they had figured out that they were using the wrong patient settings. There was nothing wrong with the ventilator, and it was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated an alarm indicating an occlusion. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.